Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection found no irregularities or damage to the proximal/distal shaft. Microscopic examination revealed a partial separation and damage to the collar. Microscopic examination found no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06350. Reportable based on device analysis completed on 10nov2015. It was reported that tip damage and difficulty crossing the lesion occurred during a percutaneous coronary intervention. The target lesion was located in the ecstatic and calcified coronary artery. During insertion of a guidezilla and 32x4.0 promus premier, it was noted that difficulty crossing the lesion occurred. Both devices were removed from the patient. It was noticed that the tip of the guidezilla looked "a little bit frayed or defective" and a strut was lifted on the promus premier device. The procedure was completed with a different device. However, device analysis revealed a shaft break.